Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were found to exhibit a connection failure with the implantable pulse generator (ipg) as the leads were reversed in the header. The right ventricular (rv) lead was found to have exhibited no capture and "low sensed waves." The leads were revised and remain in use. No patient complications have been reported as a result of this event.